Manufacturer narrative:
Routine testing of the device confirmed the pad-pak was first installed by the customer on the 4th october 2010 and successfully performed all weekly auto self-tests up to the 19th december 2010. On the (B)(4) 2010 the device failed the weekly auto self-test due to a low battery. At this time the temperature was recorded below the minimum recommended stand-by temperature. The device was still in fault mode on the 26th august 2011 when the device failed a self-test during a manual power cycle due to a low battery. The last log entry on the 1st september 2015 records a successful auto self-test. Investigation was unable to replicate or find any evidence of the reported fault. There were no ten minute manual power ups so it is assumed the customer returned the device in response to the field safety corrective action. Furthermore the self-test failures detailed in the report were likely caused by a combination of 2.0.2 software being installed and the device being left in fault mode for approximately 8 months. Additionally there was a slight fluctuation observed over the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.